Manufacturer narrative:
The customer¿s concerns that two different data sets are showing in the all infusion detail report within the same time period on the same pcu was confirmed in the review of the all infusion detail report. The activation of a new dataset occurs when a new patient is selected. The customer did not provide the pcu event log for that time frame, therefore the time the dataset was activated could not be determined. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No log review could be performed since no device or logs were returned to cad. Review of the provided all infusion detail report confirmed two datasets on the same pcu within the same time period. No testing could be performed since no device was returned to cad for investigation. Review of the source pcu service history record and production failure record showed the device was not previously returned for service and no production failure records were opened. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
It was reported that two different data sets are showing in the all infusion detail report within the same time period on the same pcu.